Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 june 2024, a 22mm amplatzer septal occluder was selected for an implant. During the procedure, there was cobra shape after opening device in the left atrium. Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a 20mm amplatzer septal occluder that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.